Event description:
It was reported that this right ventricular (rv) lead exhibited no sensing or pacing in bipolar. Unipolar threshold measurements were less than 1v with rv autocapture (rv). Review of past strips showed oversensed noise with pacing pauses as high as four seconds. It was noted that the patient was pacer dependent. Technical services (ts) reviewed programming options. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).